Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. The outer insulation had environmental stress cracking and an outer insulation cosmetic depression. There was blood in/ on the helix mechanism.

Event description:
It was also reported that the right atrial lead had a possible insulation failure, low impedance and the unipolar impedance was higher than the bipolar. The lead was removed and replaced. No patient complications have been reported as a result of this event.